Event description:
The customer reported a site infection due to the sensor. The customer described the site as red, swollen, hard and sore. The site did burst, and the customer had to go to the hospital for treatment and antibiotics. The customer also reported that she has been experiencing blood glucose levels greater than 200 mg/dl. Due to the infection, the customer has stopped using the sensors. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.